Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A review of the patient's x-rays confirms the reported fracture. Additional information is being requested. The investigation results will be provided in a supplemental report.

Event description:
(B)(4) following the fracture of the patient's tibial stem of her distal femur jts implant, the patient is reported to have undergone an emergency revision with another patient's custom extra-small tibial component. The femoral component of the implant was left in situ.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new distal femur jts. The fractured distal femur jts was in-situ for 2 years. Based on the information provided, a definitive root cause could not be determined. Further information such as, product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended.

Event description:
Following the fracture of the patient's tibial stem of her distal femur jts implant, the patient is reported to have undergone an emergency revision with another patient's custom extra-small tibial component. The femoral component of the implant was left in situ. This is a supplemental report to 3004105610-2016-00056 ((B)(4)).